Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp could not see the limitations on group a with the patient programmer after they have taken group b away from programming. The hcp has done this with other patient and there is no issue, however for this one patient the issue occurs. The nurse tried another patient programmer to see if it was an issue with the programmer but it was not. It was reported that the patient does not need to change between groups so the issue will be re-evaluated in (B)(6) 2018. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the patient's stimulation parameters were changed to a new group and the issue was resolved through troubleshooting. No further complications expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the cause had not been determined. The programmer worked with other inss, but the ins did not work with another programmer. The issue was not resolved, but the patient does not need to use the groups so the case was not acute.